Event description:
It was reported that the device lost power on its own during a pt use. There were no further details on the event and/or the pt provided. There was no adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Several attempts to contact the customer for further info has not been successful. A conclusive cause of the reported event was not determined.